Event description:
Device malfunction: none. Symptoms/ae: vasovagal/low blood pressure. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the pt experienced a vasovagal response/lot blood pressure and the closure procedure was aborted. The device was removed without difficulty and hemostasis was achieved using manual compression. Atropine was given to resolve the vasovagal response/low blood pressure. No adverse patient sequelae were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.